Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 500 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer stated that the symptoms related to high blood glucose such as vomiting, abdominal pain and they feeling not okay. Customer had using insulin pump system within 48 hours of reported high blood glucose event. The device will not be returned for analysis.